Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The analysis indicated that both cuffs were captured and attached to the needle tips. A link detachment occurred as evidenced by the link break detected at the posterior cuff. A link break can result in a failure to retrieve the suture during plunger removal, as reported. Based on the analysis, manufacturing inspection criteria and the reported information, the cause of the detected link detachment appears to be related to the operational influences during use and not a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a proglide device after a coronary interventional procedure. Reportedly, when the needle plunger was removed from the device the suture was not attached to the needles. A second proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.